Manufacturer narrative:
(B)(4).

Event description:
It was reported that before a laparoscopic lobectomy, the jaws became not to be opened after the nurse checked the device's opening and closing the jaws and handed the device to the doctor. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.